Event description:
The customer reported to physio-control that they used their device to perform synchronized cardioversion on a patient. However, when the user put gel on the defibrillation paddles and charged the device, a crackling sound was heard and the device disarmed the charge. The device's service indicator led went on. A back-up device was used to treat the patient. During device evaluation by a third-part service agent it was observed that the device would not charge defibrillation energy anymore. There was patient use associated with the reported event; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the removed biphasic pcb assembly and determined that the cause of the reported failure was due to a shortage on the biphasic pcb assembly. Due to the extent of the damage, the initial cause could not be determined, but the major damage was between pcb-mounted jack connector, designator j101 and diode, designator cr7, pin 6.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent observed that the biphasic pcb assembly showed burn marks. The third-party service agent will replace the biphasic pcb assembly. Once the device has been repaired and proper device operation has been observed through functional and performance testing, the device will be returned to the customer for use.